Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The iab leaked during insertion. The iab was removed and a second was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unk - rpt'd 6/10/97, none - rpt'd 7/2/97. Pt current status: discharged - rpt'd 7/2/97.